Manufacturer narrative:
Invacare was made aware of an event in (B)(6) involving an irc5po2vawn stationary concentrator which was manufactured by invacare (B)(4). Invacare is filing this report because the irc5po2v, made at invacare owned (B)(4) and sold in the us has been determined to be similar in design. The patient was prescribed 1lpm. The unit was returned to invacare (B)(4) and evaluated. When the device arrived the flow meter was set at 0.5 lpm or slightly below. 0.5 is the minimum flow of the unit. An alarm was found in the pcb history which would be indicative of the flow becoming too low for the unit to operate correctly. The audible alarm was tested and found to be working correctly. The device was tested at 4.5-5lpm for 14hrs and 1lpm for 18 hrs and found to operate correctly. The user manual states: "danger! Risk of injury or death. This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine.

Event description:
The patients son reported that the patient suddenly stopped breathing and passed away while using the irc5po2awn concentrator. The cause of death is not yet known.

Manufacturer narrative:
Invacare received additional information stating; the cause of death on the death certificate was listed as ¿cor pulmonale and hypertensive heart disease.¿ no further information concerning the incident was provided at this time. Should further information be received a follow up will be submitted.

Event description:
Received new information regarding the cause of death.